Event description:
It is reported that a customer experienced low blood glucose of 52 mg/dl. The customer was treated for the low blood glucose with soda. The customer was informed that there could be many reasons for low blood glucose. The customer stated that their insulin pump works as designed. The customer will contact their health care professional and will call back if there were any other issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.